Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed functional check. Visually inspected the pump. Flow rate was tested, and the customer's problem was confirmed. The flow rate is too low. It was found that the expulsor and valves have to be replaced in order to fix the issue.

Event description:
It was reported that the device has a delivery rate that is too low. There was unknown patient involvement.